Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the medical grade power supply (mgps) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the surgeon side console (ssc) short circuited. The ssc presented a bright luminous flash on the bottom of it, and the or crew heard a loud noise, then the ssc turned off and the system presented a non-recoverable fault. The customer tried to turn it on again, even changing the power outlet but the ssc didn¿t power back on. The customer switched the ssc between the hospital's robotic systems and used another ssc. The customer continued using the system and would finish the procedure using the davinci x system. The procedure was converted to another ssc and was completing as planned with no reported injury. The procedure was delayed about 40 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the ssc was in use 45 minutes before the start of the procedure when this happened. The ssc worked perfectly prior to the issue. The functionality of the robotic system was checked before the procedure began. Initially, the system turned on without any faults.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the medical grade power supply (mgps) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported short circuit on mgps was confirmed and replicated. In the logs, no data was found to indicate that the fault had occurred. Visual inspection revealed dirty fans that is related to the report issue. The power supply was installed onto a golden system (is 4200) where the failure was triggered will not power on indicating fault on the power supply, replicating the reported event. The complaint was confirmed based on the field evaluation and failure analysis. Failure analysis was able to conclude that the power supply was found to be the root cause of on the reported event.